Event description:
It was reported that balloon rupture occurred. An 8mm x 5.00mm nc quantum apex¿ balloon catheter was selected for dilation; however, at nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).